Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with redness, inflammation, and infection, at the needle puncture site. It was reported that the patent had a cellulitis infection. The skin reaction was initially treated with unspecified antibiotics, but when the patient to the emergency room the day after, the patient was treated with intravenous antibiotics. The patient stayed 24 hours at the hospital and was discharged the day after they had arrived at the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.